Event description:
Customer reports pt with anti-jka and anti-k was tested with 0.8% resolve panel b lot 8rb165 on mts provue. The anti-k was positive but the anti-kja was not reactive. No death or serious injury was associated with this incident.